Manufacturer narrative:
(B)(4).

Event description:
The field representative was contacted and confirmed no additional testing has been performed and no programming changes were made. The field representative also stated the patient is scheduled for an ep study in (B)(6) 2016, but no other information has been provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the company field representative that the patient was going to have defibrillation threshold (dft) testing performed and that the physician was considering changing vectors from primary with a 1x gain. The field representative also noted that an ep test had been done and the svt rhythm present in the prior episode could not be reproduced. Ts discussed that changing the vector should not affect sensing, but will help confirm appropriate sensing of an induced rhythm. Ts reviewed certification, detection, and decision phase algorithms as the field representative asked about each phase as it applied to this episode and the oversensing. Ts also discussed options of changing the therapy zone rate cut-offs. No further issues have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 5 shocks for what appeared to be supraventricular tachycardia (svt). The patient was not symptomatic and the shocks did not convert the svt, which is expected as the device is not designed to treat svt. Boston scientific technical services (ts) discussed treadmill testing the patient to see if the rhythm could be replicated with higher rates. The strips that ts reviewed were faxed to the physician's office per request. No further issues have been reported.